Manufacturer narrative:
At this time no conclusions can be made for bard/davol ventralex st patch (device #1). The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st patch (device #1). An additional emdr was submitted to represent the ventrio st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified ventralex st patch and ventrio st on (B)(6) 2015 and (B)(6) 2018. The file does not reflect the date of implant for each device. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged the patient had subsequent surgical intervention due to the hernia mesh device. The patient's attorney alleges the patient experienced emotional distress and the device was defective.